Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg sitting at an angle. The patient underwent a revision procedure wherein the ipg was moved to a shallow position.